Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The original complaint from the user facility did not state anything about the scalpel blade breaking off of the device. However, a visual examination of the returned device revealed an indention in the teflon pad, the distal tip of the blade was broken off and not returned, and gouges were observed on the blade at the fracture site. No anomalies of the jaw hinges were observed that could have contributed to the reported issue. The cannula involved in the incident was not returned and could not be evaluated. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use states: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." "Close the clamp arm and then insert the shaft through a trocar or incision." "Introducing or withdrawing the instrument with the jaws open through a trocar sleeve may damage the instrument." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the valve of a cannula was damaged due to the position of the pin on the jaw of the ultrasonic scalpel. However, when the device was returned, the jaw of the scalpel was broken off. No patient injury was reported by the user facility.